Manufacturer narrative:
Final device analysis results revealed breached depression on outer insulation.

Event description:
The device was returned to the manufacturer with no reason for the return provided. The MFR's device registration system noted the patient had died. Additional information has been requested by medtronic regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.